Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found.

Event description:
Related manufacturer reference number: 2017865-2021-09679. The patient presented into the hospital due to liquid coming out of the device pocket. Additionally, the device was reported to have moved within the pocket. The device and right ventricular (rv) lead were both explanted and replaced. Furthermore, the patient was prescribed antibiotics to resolve the infection. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.